Event description:
The pt was implanted with an occipital system (off-label) which includes two leads from the same lot. It was reported the pt is not receiving effective stimulation and is also experiencing overstimulation. The pt underwent surgical intervention to replace and reposition the occipital leads. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.